Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient was experiencing subluxation and instability four months post op. The patient was treated with an arthroscopic lateral release and was satisfied with the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown vanguard patella, cat#: unknown, lot#: unknown; unknown vanguard bearing, cat#: unknown, lot#: unknown; unknown vanguard tibial tray, cat#: unknown, lot#: unknown. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05914. (B)(4). Product location unknown.

Event description:
It was reported in a journal article that the patient was experiencing subluxation and instability. Attempts have been made and no further information has been provided.